Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID: 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient wasn¿t doing well and she had seizures and was jumping around. The pump was interrogated on the day of report and the error message ¿stopped pump period may exceed tube set¿ was seen. Additionally, the infusion mode was set to ¿stopped pump¿ and had been set that way for 168 hours and 19 minutes. Upon viewing the logs, it was seen that tube set had occurred exactly two days after the patient was last refilled. The logs indicated that the pump had been updated twice at the refill, but the second update did not show that it had completed. It was also noted that the patient had visited a neurologist and he said that everything was okay. The device system was used to deliver lioresal. That same day, it was reported that the healthcare professional set the pump back to simple continuous mode, after which, everything was coming up just fine. Two weeks later, it was reported that a motor stall had occurred and recovered, though this likely referred to the pump being stopped. The cause of the event was unknown, though, it was speculated to be a programmer issue. It was stated that there was no patient injury.